Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Provider alleges joystick swivel came out from the front to the side and allegedly causing the unit to spin.

Manufacturer narrative:
Customer stated hired an attorney. The provider nor pride has heard anything further from the consumer and has not received anything from consumer's attorney.

Event description:
Provider alleges joystick swivel came out from the front to the side and allegedly causing the unit to spin.